Manufacturer narrative:
A haemonetics field service engineer performed an inspection of the collection system used in the procedure. No issues were found. Calibration and diagnostics were satisfactory. Unit meets manufacturer specifications. A review of the DHR reveals no issues during the manufacturing process that would contribute to this complaint. The device was manufactured according to approved procedures and met all specifications for release, with no noted manufacturing deviations, non-conformances or capas that would have contributed to the reported incident. The disposables used with the system were discarded, however there were no recalls or adverse trends related to the product lots used in the procedure. There is no evidence to suggest that the donor death was related to the device or disposables used during the plasmapheresis procedure.

Event description:
Donation center reported the fatality of a 26 year old male occurred on (B)(6) 2023. The donor's girlfriend informed the center the donor passed away around 12:00 am on (B)(6)2023. She reports donor's autopsy listed the cause of death as an enlarged heart. She noted that the donor was not aware of his medical condition. She saw the donor earlier on the evening of (B)(6) 2023 when she brought him to the emergency room for complaints of ankle pain due to an injury not related to the cause of death. The last time she spoke with the donor was approximately 6:00 pm that evening; donor did not have any complaints and reports he was "fine". Apparently, he was at his friend's house when he died. The girlfriend is unaware of exactly what transpired leading up to his death. The date of the donor's last donation was (B)(6) 2023; the girlfriend reports the donor had no complaints following this donation. The center has no information from the attending physician, surgeon, hospital representative or healthcare professional. Donor had no known allergies or pre/post immunizations. The donor did not experience a reaction/adverse event during the plasmapheresis procedure. Donor had donated four times in the past 12 months. There were no donor deferrals on this or any previous donation. There were no errors on the machine and no issues noted with any of the disposables at the time of the donation. No further information is expected from the customer regarding this event.